Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor also, unable to perform excessive no delivery test or occlusion test due to prime anomaly. However, the operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratches on the lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 293 mg/dl at the time of incident. The customer stated performed fixed prime and the insulin did exit but the insulin pump alarmed no delivery. The customer performed plunger push and the insulin did exit. The customer performed manual prime and the insulin pump alarmed no delivery. The customer assembled new infusion set and reservoir at the time of call. The customer performed manual prime and the insulin did not exit and the insulin pump alarmed no delivery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.